Event description:
It was reported that during a hip procedure, the large reamer attachment broke off at the shaft. There were no adverse consequences. The surgery was completed after a delay of 60 minutes.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. It was confirmed that the driveshaft snapped off. The lower ends were not returned for investigation.